Event description:
It was reported that patient underwent shoulder hemiarthroplasty on (B)(6), 2010. Subsequently, the patient was referred to dr (B)(6) for a shoulder revision surgery due to dislocation. The revision procedure was performed on (B)(6), 2010. The humeral head and taper adapter were removed and the humeral stem was noted to be malpositioned; therefore the humeral stem was also removed. The components were replaced with reverse shoulder implants.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic component." The component will not be returned for evaluation as it was given to the patient. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(6), 2011.